Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a pairing failed message and did not receive glucose values from a dexcom g7 continuous glucose monitor (cgm) sensor while the dexcom app continued to show readings, with a blood glucose peak of 250 mg/dl, consistent with an intermittent communication failure involving the device¿s electrical and magnetic components, including the antenna. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, consistent with an intermittent communication failure associated with the antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.